Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. There was no adverse impact to the customer's blood glucose level. Customer will continue to use the current pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.